Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope had insufficient angulation. There were no reports of patient harm. The device was returned and evaluated; the nozzle had foreign material due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on bending section cover had a crack and white-clouded area; mouthpiece was loose; grip was shaved; plastic distal end cover, image guide protector, universal cord, and protector of universal cord on suction connector side had a scratch. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to a pinhole on the channel tube, water tightness was lost. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to clogging of nozzle, the water removal ability does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.